Event description:
Had breast augmentation on (B)(6) 2016 and the next day I broke out in the worse hives I've ever seen in my life. Also other symptoms I've had, metal taste in my mouth, congestion and flu-like symptoms, burning sensation all over my body, daily headaches after hives, black bags under eyes, blurry vision, foggy brain to the point to where I couldn't pronounce words, bedridden, loss of appetite, weakness, loss of energy, pain in my legs, pain in arms and feet, burning on bottom feet, rashes and hives especially on both breasts. The hives burned my "meat" so bad that my skin had dry skin patches as if I was burned out in the sun very badly. Also, losing hair and lots of it.